Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on 08/02/2022 the surgical screws implanted into patient's right ankle had fractured.

Manufacturer narrative:
Correction: please refer to h6 device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The brand of the device could not the identified due to the lack of information provided. Three stryker brands have ankle screws and could be related to the device in question: asnis iii cannulated screw system; fixos and darco cannulated compression screws. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2022 the surgical screws implanted into patient's right ankle had fractured.